Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that bd connecta plus3 stopcock leaked. The following information was provided by the initial reporter: during use, blood leaks still occur, with contamination and dispersion of blood and liquids on the patient. Has the patient or user suffered any damage? The damage is related to the leakage of fluid and blood and therefore to contamination. Is it possible to provide the date of the event? There is no precise date, as more than one episode occurred.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.